Event description:
It was reported that the patient with this advance xp sling system experienced reoccurring urinary incontinence after wearing catheter four days post procedure. The patient stated that the physician prescribed solifenacin succinate to deal with what she considers an overactive bladder. The patient further stated that he has been taking this medication for a week with no improvement in his condition. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.